Manufacturer narrative:
The reported event of incorrect battery voltage recording was confirmed. The device was at elective replacement indicator (eri) when received. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
New information notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced.

Manufacturer narrative:
The reported event of incorrect battery voltage recording was confirmed. The cause of the issue was due to inappropriate merlin@home clearing of the data in older version (8.2.2) of the merlin@home software. The device was at elective replacement indicator (eri) when received. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed incorrect battery voltage reading on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. There were no patient consequences.